Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx halo single system device was used during a tension-free vaginal tape sling procedure on (B)(6) 2015. According to the complainant, during the procedure, the blue dilator with the association loop detached from the mesh assembly and remained attached to the delivery device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Visual evaluation of the returned obtryx system confirmed that one blue dilator was detached from the sleeve. The sleeve shows no sign of stretching which would have occurred well before the dilator would have come off indicating that the dilator was not correctly heat seated to the sleeve. The delivery devices were not returned for analysis. This was likely due to a supplier manufacturing issue. The supplier has since completed an investigation to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that an obtryx halo single system device was used during a tension-free vaginal tape sling procedure on (B)(6) 2015. According to the complainant, during the procedure, the blue dilator with the association loop detached from the mesh assembly and remained attached to the delivery device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.